Event description:
The customer reported that she got her insulin pump and kept alarming off. The customer stated she kept getting message to rewind. Troubleshooting was done. Customer's blood glucose was unknown. Customer examined the tubing and stated there was a little mark on the tubing. After the occurrence, the customer got no delivery alarm. The customer was advised the set may have been occluded. The customer was advised to return the set for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.